Event description:
It was reported that this patient had a left ventricular assist device (lvad) implanted and during the procedure the physician had moved the electrode. Due to this movement, the device had sensed poor amplitudes. A revision procedure was required to replace the electrode in the original position. No additional adverse events were reported.